Event description:
I have wet-proof multi-heat heating pad that burned through my bed sheets, through a protective covering of my foam padding and then burned a hole into the foam padding. The model number on the heating pad is: pk7792ab e26869. I have photos if needed.